Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring cutter sterilization pouch was already opened at peel open side when a doctor would like to open. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the package was not sealed at one end of the package. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).